Manufacturer narrative:
One device was received for evaluation. Service history review found no service history in the past 12 months. Visual inspection identified a detached downstream occlusion (dso) seal, damaged air detector and the device failed to alarm downstream occlusion due to damaged camshaft. The device was repaired by replacing the air detector, dso seal and camshaft. A performance verification testing (pvt) was performed, and the unit passed all testing criteria. Software was updated and the unit was reset to standard configuration.

Event description:
The product was returned for failed volume test, during device evaluation, a detached downstream occlusion (dso) seal and damaged air detector were identified. There was no patient involvement.